Event description:
Note: this report pertains to one of two problematic devices. Refer to associated MFR report #3005099803-2010-01175 for a description of the other device. It was reported to boston scientific corporation that the complainant encountered issues with two gold probe devices. According to the complainant, during the procedure, they were unable to deliver energy through the first gold probe. The complainant used a new probe and was able to successfully complete the procedure using the same generator. Following the procedure, the complainant attempted to test the problematic gold probe with the same generator, and again had issues delivering energy. The complainant then took a brand new probe and had the same issue. The generator has since been used without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: manufacturer report # 3005099803-2010-01175 reflects the probe that was used during both the procedure and testing, while manufacturer report # 3005099803-2010-01174 reflects the probe that was solely used during testing (no patient involved).

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device information. Therefore, the following is unknown: model number, lot number, lot expiration date, and device manufacture date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.